Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the distal needle broke off before it was inserted into the patient's body. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyways. It was not necessary to switch the surgical technique or do a second surgery. Update on (B)(6)2022: it was confirmed that the device was broken inside the patient's knee. All broken off parts were collected from the knee joint.